Manufacturer narrative:
The reported events of noise and suspected lead damage were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical tests and x-ray examination did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies.

Event description:
Additional information was received that lead damage of the right ventricular (rv) lead was suspected, but was unable to be confirmed.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.